Event description:
It was reported that the low energy shock impedance was 125 ohms. This was found by the clinic. The high energy shock impedance at the implant (over four years ago) was 98 ohms. Technical services advised to xray the system. Later, the doctor explanted and replaced the electrode. There were no additional adverse patient effects.